Event description:
It was reported that when the device was placed into the abdomen through the trocar the cartridge fell apart. The cartridge was retrieved through the trocar with all the pieces being retrieved including the one staple that came out. A reload cartridge was used with the same device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.